Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of investigation.

Event description:
Medical specialties - broken customer stated per (B)(6) via email dr. (B)(6) was removing the spinal needle from the back when the hub of the needle came off, leaving the needle in patients spine. Luckily she reacted quickly by pressing the skin down or the needle would have been lost in the tissue, while the tip was still in the thecal sac. I gave her a hemostat and she was able to remove it with that. Was reported that item was being used on patient. No patient harm reported. Medical intervention required.

Manufacturer narrative:
(B)(4) follow up emdr submission: one spinal needle was received for analysis where the hub was separated from the cannula. Three unopen packages of product code 4324a from the same lot were also returned. Visual inspection of the failed component indicated significant stress on hub of the spinal needle suggesting the needle had external pressures applied to the hub prior to the needle failing. The investigation was not able to confirm the source of any external pressure due to a lack of insight to the actual conditions of the procedure in which the needle failed. Visual inspection of the complaint sample noted the sand-blasted portion of the cannula was within specification as were other quality aspects of the complaint sample. Functional tests were performed on the equivalent needles within the unopened devices. Each component returned pull-test values which exceed the specification and were verified to be within the manufacturing specifications. A device history record review was performed on lot 0000720459. No issues were noted. Sample analysis concluded that significant stress was placed on the hub, indicating the likelihood that the cannula was properly mated to the over-molded hub upon release from manufacturing. Each of the equivalent needles from the three unopened products demonstrated pull test strengths which exceeded the requirement. Device history record review did not indicate any issues or deviations from proper manufacturing procedures. Consequently, a probable root cause could not be identified for the observed failure mode. All applicable manufacturing operators will receive employee awareness training to heighten awareness of this failure mode. Likewise, the customer will be made aware of the needle to minimum stressing the mating joint between the hub and cannula.